Manufacturer narrative:
The device was not returned for evaluation. Retention samples were tested for ethylene oxide residuals; all results were within specification. The routine mfg quality control records were reviewed for sterility and pyrogens; all results were within specification.

Event description:
Hypersensitivity reaction. Dialyzer 1st use not preprocessed; 3-4 minutes into treatment, pt complained of severe abdominal pain radiating to back, diaphoretic, pale, vital signs stable pt anxious. Returned blood, pt felt better. Pt was put back on same dialyzer per dr's orders because dialyzer was already coated, pt was fine. For next treatment, dialyzer switched to another dialyzer.